Event description:
During implant, it was not possible to advance the lead into the target vein. Another lead was used but the issue persisted. Further information was requested but not received, the patient was in stable condition.

Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead was returned in one piece. The visual and x-ray examinations of the lead did not find any anomalies. Dimensional analysis was performed and the tip electrode and the three ring electrodes were found to meet specifications. The s-curve height measurement was also found within specification.